Manufacturer narrative:
The mitraclip was implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip opened while locked. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation and bilateral leaflet restriction with "hockey stick" leaflet tips noted. The xtw mitraclip was prepared per instructions for use (IFU). During the first step of establishing final arm angle (efaa), the clip opened to 45 degrees. Efaa was tested again, with the same result. It was decided to deploy, as the clip did not open past 45 degrees and the lock held. The clip opened during second efaa at 45 degrees. The device was deployed central on the leaflets, and opened to 45 degrees, when the mandrel and griper lines were pulled back. A second device was implanted medial to the first clip as intervention, and the mr was reduced to 2. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa. The reported clip opened while locked after deployment appears to be related to the reported user error (improper or incorrect procedure or method). The user error was due to the user continued using the clip even though the clip failed efaa. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).